Manufacturer narrative:
It was reported that revision surgery was performed due to patient's fall. S+n devices were implanted and the patients outcome is unknown. Reported was a unknown cs-plus stem, which intent use is in treatment. Nevertheless the specific article or batch number was not communicated, neither the product was returned. A thorough investigation can not be performed. The risk of a revision is mentioned in our current risk management file with various different root causes. In this case the root cause remains undetermined. In our current instruction for use for hip implants 12.23 ed. 05/16 a patient's fall is mentioned as a risk factor for total hip endoprosthesis and can lead to several failure modes. A that time no further actions are planned. If additional information will be available this complaint will be re-assessed. S+n will monitor this product type for similar issues

Event description:
It was reported that revision surgery was performed due to patient's fall. S+n devices were implanted and the patients outcome is unknown.